Event description:
It was reported that the patient had experienced instances of syncope. The right ventricular lead exhibited oversensing which resulted in pacing inhibition. The patient was in a car accident but was not injured. The physician decided to upgrade the patient to a biventricular pacing system and explant the lead at later unknown date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.